Manufacturer narrative:
The insulin pump alarmed prime during rewind due to loosed drive support. The insulin pump was unable to verify alarms due to prime alarm and loosed drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had an unexpected restart alarm. Review of the device's alarm history showed that multiple error alarms had been returned. Blood glucose level at the time of the incident was not provided. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.